Event description:
It was reported that the right ventricular lead exhibited high capture threshold. The device was reprogrammed and will continue to be monitored. The patient was stable throughout the event.